Event description:
A customer reported the touchscreen was hard to press down and the illuminator was not bright enough before a procedure. There was no patient involvement. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was replicated. The touchscreen was calibrated and the illuminator and lamp were both replaced to address the issues. Both were returned for evaluation. The system was tested and found to meet product specifications. The system was manufactured on april 5, 2011. Based on qa assessment, the product met specifications at the time of release. The illuminator and lamp were received for evaluation. A visual assessment of the returned samples revealed no obvious nonconformity. The returned lamp was installed into the returned illuminator. Upon installing, the lamp was found to be a tight fit. The returned illuminator and a known good lamp was then installed into a calibrated system. The illuminator was found to meet specifications. The root cause of the reported event was found to be a tight fitting lamp. The root cause of the reported event of touchscreen issue can be attributed to a known issue with touchscreen calibration. Based on sample testing, the root cause of the reported event of low illumination is a tight fitting lamp. An internal investigation was opened to address each of these issues. (B)(4).

Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).